Event description:
It was reported that "'ventricular lead disconnected' message appeared and it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Customer report of pacing issue was not confirmed. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon windings or returned syringe was found. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured with a digital multimeter. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing issue was not confirmed during the evaluation. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.